Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/migrated and broke through uterine wall"), embedded device ("perforation (other) please describe and state the location of the perforation: uterine wall"), uterine perforation ("perforation (other please describe and state the location of the perforation: uterine wall") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 509795) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizures since 2002, depression since 1981 and gerd. Concomitant products included ascorbic acid (vitamin c) since 2014, clonazepam (klonopin) since 2013, escitalopram oxalate (lexapro) since 2015, fluticasone propionate (flonase), omega-3-acid ethyl ester (lovaza), ondansetron (zofran) since 2012, prenatal vitamins since 2015, topiramate (topomax) since 2005 and venlafaxine (effexor) since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/would be once in a month or twice month and sometimes it would lst two weeks at a time"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dyschezia ("gastrointestinal or digestive system condition type: pain during bowel movements"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdominal"), back pain ("back pain") and pain in extremity ("pain radiated down legs"). The patient was treated with surgery (she had surgery to remove the essure implant), surgery (she had surgery to remove the essure implant) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation, genital haemorrhage, pelvic pain, hot flush, night sweats, dyspareunia, dyschezia, abdominal pain and back pain outcome was unknown, the menorrhagia, vaginal haemorrhage, nausea and vulvovaginal pain had resolved, the bladder disorder and urinary tract disorder had not resolved and the abdominal pain lower, dysmenorrhoea and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device breakage, dyschezia, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hot flush, menorrhagia, nausea, night sweats, pain in extremity, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: new events: hot flush, night sweats, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, dyschezia, uterine perforation, vulvovaginal pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal pain lower added and previously reported event device dislocation updated to embedded device and reported event device breakage verbatim updated and reporter, patient demographic information, product lot number, lab data, concomitant products, concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/migrated and broke through uterine wall"), embedded device ("perforation (other) please describe and state the location of the perforation: uterine wall"), uterine perforation ("perforation (other please describe and state the location of the perforation: uterine wall"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 509795) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, anxiety disorder, carpal tunnel syndrome, exotropia, paralysis, gerd, paratubal cyst and grand multiparity. Concurrent conditions included seizures since 2002, depression since 1981, gerd, vaginal dryness, night sweats, hot flashes and mastitis female. Concomitant products included ascorbic acid since 2014, clonazepam (klonopin) since 2013, corticosteroid nos, escitalopram oxalate (lexapro) since 2015, minerals nos;vitamins nos (prenatal vitamins) since 2015, omega-3-acid ethyl ester (lovaza), ondansetron (zofran) since 2012, topiramate since 2005 and venlafaxine hydrochloride (effexor) since 2015. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/would be once in a month or twice month and sometimes it would lst two weeks at a time"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dyschezia ("gastrointestinal or digestive system condition type: pain during bowel movements"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdominal"), back pain ("back pain") and pain in extremity ("pain radiated down legs"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and she had surgery to remove the essure implant/salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device breakage, embedded device, uterine perforation, pelvic inflammatory disease, genital haemorrhage, pelvic pain, hot flush, night sweats, dyspareunia, dyschezia, abdominal pain and back pain outcome was unknown, the menorrhagia, vaginal haemorrhage, nausea and vulvovaginal pain had resolved, the bladder disorder and urinary tract disorder had not resolved and the abdominal pain lower, dysmenorrhoea and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device breakage, dyschezia, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hot flush, menorrhagia, nausea, night sweats, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: results: total bilateral occlusion. Successful hysterosalpingogram demonstrating essure sterilization devices within the fallopian tubes, which appear to be successfully occluded by the devices. No significant uterine abnormality is identified.. Pathology test - on (B)(6)2017: final diagnosis 1 . Right fallopian tube, right salpingectomy (a) - benign serous paratubal cyst - essure coil (gross diagnosis only). 2. Left fallopian tube, left salpingectomy (b) - no significant pathologic change. - essure coil (gross diagnosis only). Final diagnosis 1 . Right fallopian tube, right salpingectomy (a) - benign serous paratubal cyst - essure coil (gross diagnosis only). 2. Left fallopian tube, left salpingectomy (b) - no significant pathologic change. - essure coil (gross diagnosis only). Gross description a. Received in formalin labeled "right fallopian tube with essure" is a segment of fallopian tube measuring 6.5 cm in length a normal villous fimbriated end is present. Multiple paratubal cysts are identified. A wire coil is identified protruding from the proximal aspect of the lumen. The segment of wire measures 1.8 cm in length. Also received in the container is a second unwound segment of metal coil measuring 5.8 cm in length. A photograph was taken. Representative sections are submitted in formalin in cassette a 1 . B. Received in formalin labeled "left fallopian tube with essure" is a segment of fallopian tube measuring 8.5 cm in length. A normal villous fimbriated end is identified. The lumen is unremarkable. Also received in the container separate from the fallopian tube is an unwound segment of wire coil measuring 5.9 cm in length. A photograph was taken. Representative sections are submitted in formalin in cassette b1.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: medical record received. Event pelvic inflammatory disease was added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/migrated and broke through uterine wall"), embedded device ("perforation (other) please describe and state the location of the perforation: uterine wall"), uterine perforation ("perforation (other please describe and state the location of the perforation: uterine wall") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 509795) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizures since 2002, depression since 1981 and gerd. Concomitant products included ascorbic acid (vitamin c) since 2014, clonazepam (klonopin) since 2013, escitalopram oxalate (lexapro) since 2015, fluticasone propionate (flonase), omega-3-acid ethyl ester (lovaza), ondansetron (zofran) since 2012, prenatal vitamins since 2015, topiramate (topomax) since 2005 and venlafaxine (effexor) since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/would be once in a month or twice month and sometimes it would lst two weeks at a time"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dyschezia ("gastrointestinal or digestive system condition type: pain during bowel movements"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdominal"), back pain ("back pain") and pain in extremity ("pain radiated down legs"). The patient was treated with surgery (she had surgery to remove the essure implant), surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation, genital haemorrhage, pelvic pain, hot flush, night sweats, dyspareunia, dyschezia, abdominal pain and back pain outcome was unknown, the menorrhagia, vaginal haemorrhage, nausea and vulvovaginal pain had resolved, the bladder disorder and urinary tract disorder had not resolved and the abdominal pain lower, dysmenorrhoea and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device breakage, dyschezia, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hot flush, menorrhagia, nausea, night sweats, pain in extremity, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-sep-2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.